Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump used to squirt out during priming phase. The customer's blood glucose value was unknown at the time of the incident. The customer reported that currently the insulin pump gave little drops and she had to rewind it because insulin wouldn't come out at all. The customer also reported that the insulin pump had diminished battery life, it alerts fast when the battery and reservoir were low, broken belt clips, she had to rewind the insulin pump more than once while changing supplies out, unexplained no delivery alert, and that the insulin pump was slower to rewind than before. The insulin pump will not be returned for analysis.